Event description:
It was reported to philips that the device had an ECG equipment malfunction inop message and an ECG bias message in the status log. There was no patient involvement.

Manufacturer narrative:
(B)(4).